Event description:
It was reported by the sales rep that the device was not deploying and a tip shear incident occurred. The tip was left in the pt and a separate procedure was performed to retrieve it.

Manufacturer narrative:
Additional info from sales rep: during the procedure, the physician felt the device was difficult to deploy. The device extended out of the aperture and wasn't able to be pulled back into the shaft. The tip shear occurred at this time. There was a separate procedure to retrieve the tip that occurred around (B)(6) 2012. The pt is doing well at this time. Investigation summary: the device was not returned for inspection and eval; therefore, a definitive conclusion could not be reached regarding this specific event. Based on our knowledge of the device design and its prescribed use, we have developed a comprehensive risk management file associated with our mammomark product portfolio. The most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shift is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instruction within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Instruction #10: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement.